Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 1. Material sensitivity reactions. Inadequate range of motion due to improper selection or positioning of components. Intraoperative or postoperative bone fracture and/or postoperative pain. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2014-06754 / 06758).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, " undesirable shortening of limb. " this report is number 2 of 7 mdrs filed for the same patient (reference 1825034-2014-06754 / 06758 and 08693 / 08694).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient underwent revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. Review of invoice history revealed procedures on (B)(6) 2001 and (B)(6) 2008. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records revealed patient underwent right total hip arthroplasty on (B)(6) 2001 and revision procedures on (B)(6) 2008 and (B)(6) 2013. The revision on (B)(6) 2008 was due to dislocations. The patient's operative report noted clotted hematoma blood, which was dark and multiple clots were removed. The revision on (B)(6) 2013 was due to pain and leg length discrepancy. The patient's operative report noted the acetabular component had poor bone ingrowth, osteolysis, brown muddy substance, and cysts. All components were removed and replaced with competitor's components.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient underwent revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. Review of invoice history revealed procedures on (B)(6) 2001 and (B)(6) 2008. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.